Event description:
A report was received that the patient was experiencing difficulty charging. X-ray confirmed the ipg was flipped. The patient underwent a revision procedure wherein the ipg was moved from the back to the stomach. The patient was doing well postoperatively.